Manufacturer narrative:
Manufacture's initial report date: (B)(4) 011. (B)(4). Additional data/failure investigation: field service technician investigation discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient present.